Manufacturer narrative:
(B)(4).

Event description:
The patient began to experience lack of pain relief. At the patient's scheduled refill appointment, the expected pump reservoir volume was different than the amount aspirated. The pump was explanted on (B)(6) 2015 and will be returned for evaluation.

Manufacturer narrative:
Additional information: the pump was implanted on (B)(6) 2015. Device evaluation summary: the pump investigation included priming the catheter access port, programming a bolus flow rate, and performing relevant flow rate tests. The reported event could not be confirmed. The pump primed and flowed per specification. (B)(4).